Manufacturer narrative:
Unity investigation showed the database was updated but the report did not upload to the server. Audit trail showed the exam was read and saved. The exam was re-read by the physician. Logs were unavailable for review as this issue was discovered after they truncated on the station. No further review/investigation will be performed for cause.

Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. When prompted to view the report, the system displays the report header and patient demographics, however the body of the report is missing. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. Merge healthcare is continuing to further investigate the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems on (B)(6) 2017, a customer contacted merge unity technical support and alleged that an exam report was saved. When the user attempted to open the report, while the report header and patient demographics displayed, the body of the report was missing. Merge technical support's investigation showed that the exam was read and approved, however, the body of the report did not upload to the image server. To resolve the issue the exam was re-read by the physician. While patient images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4).